Manufacturer narrative:
Product complaint # (B)(4). Photographic analysis: eleven photos were provided; pictures one, two and three show tissue with several staples on it. Two staples appears to be not proper formed. Picture four shows a tyvek with lot number t4020c and expiration date 2021-12-31. Pictures five, eight, nine, teen and eleven show a gold reload from the top view. The sled can be seen partially fired and the sled can be appreciate partially detached from the proximal end right side. Picture six shows a gold reload from the bottom view. The sled can be seen partially advance. Picture seven shows a fold reload from the batch side. One b formed staples can be seen in a pocket. Based on the position noted on the sled and the pan partially detached, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch unknown. Investigation summary: device functioned as intended when tested. The reload was not loaded in the device when received. The pan was partially dislodged. Significant damage was observed to the one piece sled, several double drivers and the cartridge body. No damage was observed on the cartridge deck. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: the surgeon stated that he always fires the device with the reload on top. They are always diligent in rinsing off device between firing to remove any unused staples or tissue caught on device. During the firing in question, a crunching noise was heard so he stopped and reversed knife. Malformed staples were noticed. A new stapler and reload were used to continue. A leak test was performed which passed. The patient is fine.

Event description:
It was reported that during a gastrectomy procedure, second firing of the device using gold reload surgeon stated the stapler sounded different. He stopped firing half way down and hit the reverse button. Upon inspection, surgeon observed staples that were not formed. New stapler and reload were opened and used. The procedure was completed successfully.